Event description:
The customer reports that "the tip of the curved tenotomy scissor broke off in the pt's right ankle while inserting the bone implant. The surgeon removed it by removing the bone implant, and the tip came out. Tip of the scissor and the scissor removed from the room and saved." (B)(4). Fyi this is not a tenotomy scissor.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.